Manufacturer narrative:
The pump passed performance verification testing within product specification, including short and long term delivery accuracy. The frequency of death or serious injury reports for mechanical, general for plum products is < 0.01/million sets.

Event description:
Non-delivery reported. The pump was being used in the cardiac care unit on a newly started IV site. It was started with normal saline, rate not recalled. The display screen incremented as if the device was infusing, however, the nurse noted blood back up at the IV site. Upon inspection, she noted that there was no flow observed in the drip chamber and the IV container was still full. The pt had a second IV site so no adverse effects were observed. The same tubing was placed in a new pump and worked correctly. No add'l info was available.